Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2022, the patient¿s cgm displayed 40s mg/dl after eating dinner. She self-treated with additional food; however, the cgm continued to display values in the 40s mg/dl. She felt as though she had food poisoning; she started vomiting, felt ill, and went to bed. She then performed a bg which was over 500 mg/dl. She self-treated with an injection of insulin (humalog). Once she replaced the sensor, she self-treated with a corrective dose of insulin from her tandem pump. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2022, the patient¿s cgm displayed 40s mg/dl after eating dinner. She self-treated with additional food; however, the cgm continued to display values in the 40s mg/dl. She felt as though she had food poisoning; she started vomiting, felt ill, and went to bed. She then performed a bg which was over 500 mg/dl. She self-treated with an injection of insulin (humalog). Once she replaced the sensor, she self-treated with a corrective dose of insulin from her tandem pump. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.